Event description:
Patient additionally reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sensation of stiffened prosthesis, rippling, discomfort, pain, swelling and rupture.

Event description:
Patient reported left side "sensation of stiffened prosthesis, rippling, discomfort, pain, swelling and rupture". Device remains implanted.